Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting sensor glucose vs blood glucose reading differences, the customer reported recently having a blood glucose level of 47 mg/dl. Customer stated that this was treated with food. Customer reported another incident in which she was transported by paramedics and hospitalized after losing consciousness. Blood glucose level at the time of this incident was around 20 mg/dl. The customer also reported another incident in which she had a blood glucose level of 39 mg/dl. The insulin pump was not replaced or returned for analysis.